Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump was spurting out insulin with every prime. The patient stated that the health care practioner alleged that the pump was unsafe to use. Insulin should dispense from the tubing during priming and the patient should be disconnected during priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no warnings such as ¿no cartridge detected¿ or ¿pump not primed¿ in the black box. The force readings were observed to be normal. During testing, the rewind, load, and prime steps were performed successfully with no alarms occurring. A force sensor calibration test confirmed the sensor was within specifications. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced and the pump alarmed appropriately. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 08/14/2013 with the following findings: no defect was found. A visual inspection, force test, and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.